Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -18.00/3.0/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6)2024. The patient experienced refractive surprise. Reportedly "the wrong lens was used in the first implantation in the right eye, and the lens of the left eye was implanted in the right eye, and the doctor immediately replaced it with the correct lens". On the same day separate surgery the lens was exchanged with a spherical model, same length and the problem was resolved. The reporter indicated the cause of the event is unknown. H6- health effect- impact code (f): "2199" should be removed and "4629" should be added. H6- medical device problem code (a): "3189" should be removed and "2993" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -18.00/3.0/088 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024. The patient experienced refractive surprise. Reportedly "the wrong lens was used in the first implantation in the right eye, and the lens of the left eye was implanted in the right eye, and the doctor immediately replaced it with the correct lens". On the same day separate surgery the lens was removed and replaced intraoperatively with a spherical model, same length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).